Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous shunt. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to nominal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.